Manufacturer narrative:
The subject test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips were tested and the alleged complaint could not be confirmed with the investigation of the product. The meter was also returned to lifescan but at this time, the evaluation of the product has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation/corrected data: lifescan has received the meter involved with this complaint. Lifescan product analysis completed a deep dive investigation on (B)(4) 2011. The returned meter failed testing and was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 1 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.